Event description:
A vaxcel pasv port was placed for the infusion of therapeutic medication in 2003 and then explanted in 2004. After explantation, a fragment was discovered and then remvoed ten days later.